Event description:
Twelve days post sapien xt implant the patient expired due to congestive heart failure due to moderate paravalvular leak (pvl). Initially, bav was performed with an edwards 20 x 3 balloon. The 23mm ascendra + delivery system was prepped with 16cc. The sapien xt valve was deployed 60:40 aortic/ventricular in the annulus. Post procedure tee showed moderate pvl, post-dilatation was done x2 (+1cc), final tee showed mild to moderate pvl. It was believed that the pvl would resolve. However, the patient presented with chf and unresolved moderate pvl. An attempt was made to plug the pvl jets. Only one jet, however, was able to be plugged successfully. The patient subsequently expired. The native annulus had an area of 350 mm² by tee and 434mm² by CT. There was moderate annular calcification and moderate leaflet calcification. The pvl was attributed to the non-circular annulus and chunk of calcification that was located between the non-coronary cusp and the left cusp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the pvl was attributed to the non-circular annulus and chunk of calcification between the non-coronary cusp and left cusp. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.